Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms for 5 measurements. There were no oversensing or inappropriate atrial tachy response (atr) noted on this patient. The patient was brought into the clinic with pacing threshold measurement of 0.8v at 0.5 ms and pli of 560 ohms. Troubleshooting measure was performed with still a pli of 560 ohms. Boston scientific technical services (ts) suggested that a chest x-ray be performed for this patient. Attempts to obtain additional information were unsuccessful. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.